Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice. This occurred during an unspecified step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient was assisted in clearing the alarm and ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.